Event description:
It was reported that a spectrum pump had a keypad issue. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the inoperable keypad with an intermittent keypad response from the first and second soft keys, which was experienced during eval. It was found to be caused by a failed keypad. The front case, including the failed keypad, was replaced. Baxter initiated a CAPA to further investigate this issue.